Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Manufacturer narrative:
Customer technical support (cts) led troubleshooting with the customer via telephone and the customer found that the tubing to the blood sampling valve (bsv) port, wire marker #1 (wm1), was disconnected. The customer reconnected the tubing to resolve the leak. Review of the oracle database shows that service was not dispatched to site for this event. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 100 ml from a disconnected tube at the blood sampling valve (bsv) on a coulter hmx hematology analyzer with autoloader during startup. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.